Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis confirmed a fractured inner coil. Analysis also found abrasion at 23.7cm and 31.3cm from the end of the tip electrode. A breach at 31.4 cm was also located proximal to the suture sleeve. The abrasion was caused by constant friction to another implantable device.

Event description:
It was reported that the atrial lead exhibited high impedance, and noise associated with oversensing. The physician suspected a fracture and the lead was explanted.